Event description:
The customer reported she was at 200 mg/dl and then ate a small burger. She checked again and she was at 306 mg/dl. She stated that the cannula was flat and/or kinked and had dislodged.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it could have contributed to the reported hyperglycemia. The caller also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hyperglycemia.